Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 454 mg/dl and 158 mg/dl; 240 mg/dl and 100 mg/dl (obtained the following day). No actions taken on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.